Manufacturer narrative:
The glidescope avl video baton 3-4 was replaced for the customer. The video baton was returned to verathon for evaluation. The technical service representative could not duplicate the reported green lines during testing. The image produced by the returned video baton was stable and clear with good color rendition. Since the customer received a replacement video baton the returned video baton was scrapped. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image had green lines across it. The procedure was completed with a second glidescope avl system; however, the length of time to prepare the second device was not reported. The customer stated they later isolated the issue to the video baton by testing it on a known good video monitor. No harm to the patient or user was reported.